Event description:
As reported by the user facility (translation of user facility information): over infusion: the pump alerted empty syringe, although the rate was still 11 hours.

Manufacturer narrative:
(B)(4). Result of examination: the history files were read out and analyzed. The history files revealed that the user engaged an empty syringe after a syringe was performed at ca. 15.15 o´clock. Thereupon the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according en 60601-2-24 was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. The device showed no technical defect.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the inspection results became available. (B)(4).